Event description:
It was reported that during a routine pulse generator change out, the atrial lead exhibited an insulation anomaly exposing the coil. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. A surface abrasion was noted on the proximal insulation at 55.5 cm from the distal tip due to friction to the device can.